Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to significant migration and patient pain. No new device was implanted as a replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
The completed product investigation provided the known inherent risk conclusion code was selected based on the field report of device migration and patient pain. Diagnostics were performed and inspection confirmed no anomalies with the device battery or memory. Analysis of the returned product is not able to provide relevant information for the received allegations.

Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to significant migration and patient pain. No new device was implanted as a replacement. No additional adverse patient effects were reported.